Event description:
It was reported that a home patient (hp) experienced a leak from the automated peritoneal dialysis set with cassette. The hp informed that "the machine gets filled with water that does not allow dialysis" to be performed. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number se14dl2 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.